Manufacturer narrative:
Voluntary event report was received. Medwatch:mw5147464.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited high threshold and decreased impedance. The patient's status was unknown.